Event description:
It was reported that during a da vinci-assisted hysterectomy-malignant surgical procedure, a rotation of shaft was not smooth on the mega suture cut needle driver instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: all information was enclosed in the RMA. The customer did not provide any additional information.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suture cut needle driver instrument was analyzed and found to pass the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no sticking or stiffness observed during testing. The instrument was fully functional. Additional observation not reported by site: the instrument was found to have contamination on one or more clamping pulleys in the backend. Common causes of the failure mode contaminated instrument clamping pulleys are typically attributed to mishandling/misuse. For example, this could be by improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. The root cause of the non-intuitive motion was not confirmed. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the mega suture nd instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.